Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that electrocardiogram connector on the links electronic module was loose. The printer drawer was found out of mechanical specification.

Event description:
It was reported that the programmer printer is not working properly (does not work). The programmer was returned for repair and subsequently tested out of specification during the manufacturer's analysis. No patient involvement was reported.